Manufacturer narrative:
One used list # (B)(4), spinning spiros® closed male luer, red cap; lot # 4549838 and one used partially full 30ml syringe w/ fluorouracil chemo injection was returned for evaluation. The reported complaint of leakage can be confirmed. The leaks occurred from the area of the o-ring/poppet interface of the returned spiros. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4549838 was reviewed and there were no relevant non-conformances found.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the spiros was found to be leaking chemotherapy at the housing of the spiros when connected to a smartsite. The tubing set up was alaris short pump set connected to alaris hydration. There were no holes, cuts, tears or any defect noted. There was patient involvement and no adverse event, nor was anyone harmed as a result of the reported event.